Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. The insulin pump was received with scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker. No detached or damage keypad assembly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.